Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission recorded high thresholds on the right ventricular (rv) lead, which occurred just two days post-op. The lead remains in use. No patient complications have been reported as a result of this event.